Manufacturer narrative:
On 04 may 2017 the (B)(4) performed a visual inspection of the retrieved item and commented as follows: one crest of the thread is damaged: a burr can be seen on it. Some signs can be seen on both neck and conical surface of the head. The burr and the signs show that probably the direction of insertion of the screw was not correct. The root cause of the event does not seem implant related.

Manufacturer narrative:
Batch review performed on 27 march 2017. Lot 167231: (B)(4) items manufactured and released on 29 november 2016. Expiration date: 2021-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
When inserting the mpact screw into the cup, burr was generated. The deformed screw was replaced by a new one. The surgery was prolonged about 5 minutes. All metal debris were found and removed. The surgery was completed successfully.